Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter was not powering on, and there were no leds. The patient attempted to connect transmitter while on the phone and patient received a shocked and the electricity was lost. Patient stated the she was feeling fine and didn¿t need to call anyone. A new transmitter was sent to the patient. No further assistance was needed.